Event description:
The rotablator device was used to treat a pt with significant 3 vessel cad consisting of a sub-total occulsion of the left anterior descending. The pt also had 70-80% stenosis of the right coronary artery with a significant pre-stenotic dilation proximal to the lesion. The spring tip from the guide wire separated and remains in the pt. The pt experienced no major adverse event. Following the procedure the pt was reported in stable condition with improved flow.